Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. During testing, the load step was unable to detect the cartridge. The pump was opened and contamination was found on the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, the keypad was observed to be torn at the up and down arrow buttons; the keypad was found to be intermittently responsive and contamination was observed under the button contacts. Also unrelated to the complaint the battery compartment was observed to be cracked and the display screen was found to have a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Event description:
The patient reported that the pump dispensed all of the insulin out during the load cartridge phase.